Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 093-28, lot# v979673, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event as low back pain. High impedance greater than 4000 ohms was noted on leads at 02 and 03. An x-ray was taken on (B)(6) 2013 noting that the battery was posterior, lead placed near s3, and l5-s1 grade 1 spondylolisthesis. Reprogramming was performed on (B)(6) 2013 wherein the device was turned off and noted unable to reach patient so far for 0.0 v to reprogram. The patient symptoms were noted as ¿shocking¿ low back pain radiating down back of left leg and vagina with implant turned off. The patient did not require hospitalization and patient outcome reported as no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a shocking sensation "every 8 seconds" in her vaginal area. The device was turned off and at 0v but the patient was still experiencing shocking. It was noted that the patient was in the emergency room (ER) at the time of the call. If additional information becomes available, a follow-up report will be submitted.